Event description:
It was reported that there was an aspiration issue. An angiojet solent dista catheter was selected for use for a lower leg angiogram procedure. The procedure was intended to treat a distal emboli that was located in the anterior tibial artery. During thrombectomy mode, when the angiojet catheter was used to attempt to remove the distal emboli, the physician felt air was going into the catheter from the valve (the hub where the guidewire comes out of the catheter). Then while attempting to pull the hub out, it broke. He felt that it did not aspirate as well because the distal emboli they were treating, which was initially thought to be thrombus, was actually a harder piece of plaque. The catheter continued to infuse saline while the catheter was not aspirating as well. Air was visualized near the hub. No air was introduced into the patient. The embolized calcium issue was not resolved. The procedure was completed with another of the same catheter. No patient complications were reported and no additional interventions were needed due to this issue. Device evaluated by MFR: returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present outside and inside the device and 200ml of blood in the attached waste bag, when received. Visual inspection of the device revealed that there were numerous kinks throughout the device. The hub and tru-seal were visually and microscopically reviewed and there was no damage. The tru-seal was pushed in when received; however, it was able to be pulled out and pushed back in with no issues and was not broken. A .014 inch guidewire was used for testing and placed through the truseal and device with no issues. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode and 60 seconds into power pulse mode. The device aspirated and ran within normal range, without any leaks, issues or alarms. Inspection of the device presented no other damage or irregularities.